Event description:
It was reported that the patient presented to the hospital for scheduled implantable cardioverter defibrillator (ICD) system replacement procedure. The reason for the ICD system replacement was not provided. During the procedure, the physician was only able to remove a portion of the right ventricular (rv) lead due to high risk for the patient. The distal portion remained implanted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).